Manufacturer narrative:
(B)(4).

Event description:
The customer questioned low results for 3 patient samples tested on multiple assays on a cobas 6000 c (501) module. Of the data provided, discrepant results that are reportable as a malfunction were identified for 2 patient samples tested for gluc3 glucose hk (gluc3), tp2 total protein gen.2 (tp2), sodium (na) and potassium (k). Refer to attached data for the patient results. No erroneous results were reported outside of the laboratory. No adverse event occurred. The gluc3 reagent lot number was 26742401 with an expiration date of 30-nov-2018. No other reagent lot numbers or expiration dates were provided. The customer tried doing a sample probe wash and sample probe prime and then attempted to re-calibrate ises but he continued to receive calibration error messages. The field service engineer (fse) visited the customer site and found an issue with the rinse mechanism tubing and 2 valves. The tubing and valves were replaced. The system initialized with no errors. Qc was run and the results were within the acceptable range.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. The customer has not had any issues since the service visit.